Event description:
During service at baxter, a technician discovered a colleague infusion pump that had failure code 810:11 that was caused by the ail pcb (air in line printed circuit board) that was out of calibration and was recalibrated by service. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).